Manufacturer narrative:
Additional information was received on (B)(6) 2015. No previous investigations are available. After review of the returned product and a thorough batch review, no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported that the pouches side seams were jagged and rough.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: issue occurred on (4) separate cases. A separate 3500a form has been completed for the other (3) cases.